Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
A swedish user report has been received, reported by an hcp "hcp at (B)(6) hospital reported to 'läkemedelsverket' that the patient called in to the diabetic clinic reporting that they were feeling a great deal of pain around the area where their pod had previously been placed. Patient reported the injection site area was swollen irritated/red and that there was a sticking sensation in their fingers and arm. Hcp concluded that the patient needed immediate medical evaluation from a doctor and potentially antibiotics. The call between hcp and patient was made on (B)(6) 2025. Patients health was greatly impaired and they had to be on sick leave for a week and it was determined that the patient had suffered an infection from the pod. Patient started a treatment of pain suppression (ibuprofen & paracetamol) and antibiotics. Users reported a significant reduction in swelling and reddishness on (B)(6) 2025 (two days after they started the treatment) and that the pain suppression and antibiotics were both effective".